Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation), patient¿s condition affected effectiveness of device (disease progression), unapproved use of device (treatment of pre-existing dissection); evaluation, conclusions: inherent risk of a procedure (arterial trauma/dissection/perforation) 50 device failure related to patient condition (disease progression), off ¿label, unapproved or contraindicated use (treatment of pre-existing dissection).

Manufacturer narrative:
Methods: films.

Event description:
The review of returned films 2-months post-implant showed that a single valiant closed web device was positioned in the descending thoracic aorta. The total length of the stent graft, which was essentially straight, was approximately 10 cm in length. The proximal stent graft od was 31mm, and measured 33x35mm at the distal od. A dissection flap was seen at both the proximal and distal ends of the stent graft. No endoleak or other stent graft issue was seen. Images prior to or immediately post-implant were not provided, and images after the implant to extend the total length of the stent graft were not provided. The cause of the dissection is unknown, but was likely due to continued progression of the pre-implant dissection.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. Vessel morphology at the time of implant was reported as a pre-implant dissection. Currently there is disease progression. Two months post index procedure, a CT revealed that there was a dissection. It was reported that there was a proximal and distal dissection post valiant graft placement. The physician elected to reline the stent graft with a 32x32x200 proximal main and a 32x32x200 distal straight. The stent grafts were implanted extending up to the subclavian artery and distal to the sma intentionally covering the celiac artery. The dissection was successful covered. No additional clinical sequelae were reported and the patient is fine.